Event description:
It was reported that the t: slim x2 pump battery would not charge, and attempts to resolve the issue using different charging cables and adapters were unsuccessful. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.